Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) was performed by the customer. The scope was reprocessed before being sent to olympus for repair. The customer did not know what the foreign material was and there were no abnormalities with the reprocessing accessories. There was no delay to starting precleaning, the air/water nozzle was flushed with air and water, the nozzle was wiped/brushed, and the nozzle was flushed with a detergent solution during reprocessing. The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed due to a chip in the image guide rubber protector. Evaluation also found the following: due to clogging of nozzle water removal ability did not meet the standard value, due to wear of angle wire bending angle in up direction did not meet the standard value, due to wear of angle wire, the play of up/down knob was out of the standard value, adhesive on the bending section cover rubber had a crack, paint on the suction cylinder was peeled, suction connector had corrosion, suction cylinder was shaved, control unit and connecting tube had discoloration , multiple parts of the scope were scratched. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported the image guide protector of the gastrointestinal videoscope was torn and a water leak was detected. There was no patient harm, injury, or procedural delay. During evaluation at olympus, it was found there was foreign material in the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.